Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a myopic surprise. The surgeon would like to adjust the power to +22.5d to correct it. The doctor had recently implanted an intraocular lens (iol) (+24.50) to correct a myopic astigmatism in the right eye. Even after 5 weeks of surgery the patient is still -2.00 and bitterly complaining about poor distance vision. According to the surgeon, all the formulas he looked at indicated that she should be -0.3. Visual acuity pre-op: 20/60 with correction; visual acuity post-op: 20/400. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information was received reporting that an explant date for the intraocular lens was set for (B)(6) 2017, but was not performed due to patient having pre-existing conditions of zonular dehiscence and capsular contraction. Patient is still unhappy. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.